Manufacturer narrative:
Investigation summary: the tissue bag was returned for evaluation. Engineering observed burst edges at the distal end of the bag with stress marks. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision; however, fragmentation of the bag has not been observed during testing. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "during the lap cholecystectomy, the surgeon dr. (B)(6) used the cd001 to retrieve the gallbladder and a stone. He wrapped the aperture of retrieval bag around a grasper and pulled with a lot of force for approx. 1 minute. While extraction of the gallbladder the retrieval bag teared. Dr. (B)(6) tried to retrieve the retrieval bag through an incision of a 10mm steel trocar. He didn't enlarge the incision. Content of retrieval bag: a perforated gallbladder and a big gallstone. In my opinion the gallstone was to big for this incision. Inzii retrieval bag was used during an evaluation procedure. It was a sterile sample of me ((B)(6)). Please don't replace the product for the customer." Patient status: "no injury."